Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that around (B)(6) 2019, the patient noticed their ins was dead because they hadn't been able to get the ins to charge. No symptoms were reported. The hcp requested MRI guidelines but it was reviewed that the patient would need to charge up the ins before MRI guidelines could be determined and reviewed. It was suggested the patient contact patient services to do further troubleshooting or to go see their doctor to have the device checked. Additional information was received from the patient on (B)(6) 2019. They reported the device was not working so it was going to be removed on (B)(6) 2019. No further complications were reported or anticipated.